Event description:
Us distributor contacted zoll to report that a patient was treated while in a rehabilitation facility. The patient was reportedly conscious during the treatment event. The patient went to the hospital for evaluation. No injury was reported from the treatment. Per flag file review the patient received eight lifevest treatments. Treatments were delivered on (B)(6) 2022 at 10:10:38 pm, 10:13:39 pm, 10:15:14 pm, 10:16:33 pm, 10:22:17:00 pm, and 10:36:22 pm. Treatments were delivered on (B)(6) 2022 at 2:38:57 am and 2:45:38 am. The pre and post shock rhythms are not visible. It is not known whether the rhythms were converted by the lifevest defibrillations. The response buttons were not pressed during the event.

Manufacturer narrative:
Monitor serial number (B)(4) was returned to the distributor for evaluation. The distributor evaluation included downloaded data review as well as incoming functional testing of the device¿s ECG acquisition and pulse delivery circuitry, as recommended by zoll manufacturing. The monitor passed essential performance testing. The evaluation of the monitor found service code 104. The root cause for the service code 104 is the sd card is defective. Holter data is not available for the time of the treatment due to the defective sd card. The root cause of the defective sd card could not be positively identified.